Manufacturer narrative:
B3 - month and year are known, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The device has a hole in the dso. Device will be sent to ICU for further evaluation and repair.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a detached downstream occlusion seal and a damaged air in line sensor. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion seal. As a result, the downstream occlusion seal, air in line sensor, and motor were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.